Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment, kink/bend were able to be confirmed. The reported physical resistance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. During removal, interaction with the balloon catheter resulted in the reported difficulty to remove. Manipulation of the device resulted in the reported/observed device damage (kinked/bent core, stretched coils, wrinkled coating) and ultimately resulted in the reported/observed detachments (core, coil, coating). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the proximal 3mm portion of the hi-torque command es guide wire was shaped to a curved right angle at the beginning of the case to treat the calcified, posterior tibial artery and the tibial-peroneal trunk. There was some resistance felt during advancement of the guide wire due to calcium. The guide wire was well used and the tip was an irregular shape towards the end of the procedure. During removal of the guide wire, the guide wire was caught on the balloon catheter and 3 cm of the radiopaque segment of the guide wire became separated in the moderately calcified, tibial peroneal trunk. The separated segment was retrieved with a micro snare and pulled into the sheath. The sheath was then removed from the patient. The sheath was x-rayed to ensure all the guide wire had been retrieved, and this was confirmed. No additional information was provided.